Event description:
Information received from the healthcare professional via a manufacturer representative regarding a sextant used for transforaminal lumbar interbody fusion therapy. It was reported that the taper end of the sextant is separated. There was no patient involved in this event. There were no further complications reported regarding this event.

Manufacturer narrative:
H3: product analysis of product: 8670055, lot: it19a003 visual and microscopic examination confirmed that the tip of the instrument was broken. The damage is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.